Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed.   Peritonitis is a known complication of a peg tube placement. (B)(4).   If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced peritonitis following peg tube placement. The patient was treated with unknown intravenous antibiotics, completed on (B)(6) 2021. On (B)(6) 2021, it was reported that the patient is not experiencing pain or fever. On 09 apr 2021, the patient was discharged from the hospital.